Manufacturer narrative:
Inspection of the device found corrosion on several internal components, including the pcb assembly, all three batteries, mechanism rails, formed needle, and pod chassis. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source; however, the pod data could not be retrieved due to the corrosion on the pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and low battery voltages. The investigation confirmed the internal soft cannula leak prevented the proper delivery of insulin.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. Treatment information was not provided. The device was originally reported for high blood glucose levels